Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed using the in-house contour next link 2.4 meter and in-house contour next test strips from lot # 2bpeg11a with blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided. This event is related to MDR # 1810909-2022-00186.

Event description:
An advocate called from ireland on behalf of her daughter to report that they obtained blood glucose readings of 1.4 mmol/l at 1:35 p.m. And 12 mmol/l at 1:39 p.m. With the contour next link 2.4 meter. The customer did not experience symptoms of hypoglycemia. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.